Event description:
The manufacturer received information alleging a ventilator required maintenance and critical errors occur. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the log indicated ventilator inoperable errors occurred. The main pca was replaced returning the device to full functionality.